Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, a recoverable error 32099 was present on universal surgical manipulator (usm) 1. Prior to calling, the site power cycled. The technical support engineer (tse) informed the error was an internal error of the usm. The tse asked the site to exercise the usm on all axes, but the arm was hard to move. The tse also asked the site to reseat the sterile adapter and hard power cycle the patient side cart (psc). However, the error returned. The tse informed the usm could be disabled and the rest of the system was functional. The site stated they needed usm1. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the error occurred after one hour of the procedure. The surgery was converted and completed with no impact on the patient. The procedure delay was unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported issue. The unit was tested on an in house system and failed normal mode as it triggered 32099 errors on the axes controller, motor (acm.) The acm board was swapped with a new one and the errors no longer occurred. The root cause was attributed to component failure.